Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The device was also received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window and scratched reservoir tube window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump showed signs of physical damage. The blood glucose reading was not available. The caller stated that there was a crack in the battery cap area. The caller also noted that the infusion set showed signs of damage as well. Advised discontinuation of the insulin pump and informed the customer that the device is not water tight. Device returned for analysis. Nothing further reported.